Event description:
The reporter called and alleged a discrepant results when compared to the lab. The reported device results were 2.7, 2.6 and 6.2 inr. The corresponding lab results reported wer 2. 0, 2. 0 and 4.6 inr. The patient's coumadin was held for two nights. The device was replaced and requested to be returned for evaluation.